Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during on stand by mode ,the cardiosave intra-aortic balloon pump (iabp) device wasn't placed correctly into the cart. The battery are fully charged. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse founs that the pump was not inserted correctly into the cart. The fse resolved the issue, and carried out operational tests with positive results.